Event description:
It was reported that post implant, the patient experienced diaphragmatic stimulation. It was resolved with autocapture turned off and bipolar pacing. The patient continued to feel stimulation despite attempts to pace at lower outputs. An x-ray confirmed lead dislodgement of both leads. The suture at tiedown was lost. The leads were repositioned with no further concerns.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.